Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the carrier hoop, introducer sheath, coil and delivery wire were returned for analysis. The introducer sheath, coil and delivery wire were removed from the carrier hoop for inspection. Visual inspection observed no defects on the introducer sheath; however excessive blood was noted. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were not interlocked within the introducer sheath. The delivery wire was inspected no damage was noted. The coil was inspected and found to be stretched along the proximal portion. Microscopic inspection observed no damage in the interlocking arm of the delivery wire. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the coil zap tip. The interlocking arm of the coil was found to be missing from the coil, was returned to site for analysis detached from the coil. Dimensional inspection revealed that the coil dimensions that could be measured were found to be in specification. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the presence of excessive blood in the introducer sheath is an indication that flush was not sufficient to prevent retrograde blood flow. (B)(4).

Event description:
Reportable based on device analysis completed on 07-oct-2016. It was reported that coil was stuck inside the angiographic catheter. The target area was located in the moderately tortuous internal iliac artery (iia). A 15mm x 40cm interlock-35 was selected for use. During procedure, it was noticed that the coil became stuck inside the angiographic catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a detached interlocking arm.